Event description:
During the procedure, it was reported that the patient experienced a grounding pad burn. An antibiotic ointment, gauze and tegaderm were used for treatment.

Manufacturer narrative:
He reported event was for a patient burn. The results of the investigation are inconclusive since the device was not returned for analysis. However, three photographs were provided of a burn on the patients skin. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.